Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a hyperglycemia event where the system did not alert the patient due to possible sensor inaccuracies. The event happened on (B)(6) 2025 at 1:30 am. The blood glucose (bg) reading was 26.6 mmol/l and sensor glucose (sg) reading was not provided. The low glucose alert setting was at 3.6 mmol/l. The patient was able to self resolve the event by administering insulin.

Manufacturer narrative:
An investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The dms analysis did not show any data around the reported time as the customer had received a "no sensor detected" alert on (B)(6) 2025 at 10:57 pm. The customer was not using the system around the reported time and no alerts would have been triggered. A review of the in-vivo glucose data did not reveal any anomalies. A review of the 2 weeks worth of data (on (B)(6) 2025) was analyzed and the system was still working within expectations. The customer was able to self resolve the event by administering insulin. No further investigation was found necessary for this complaint. B4. Date of this report 13 august 2025. G3. Date received by the manufacturer? 13 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.